Event description:
Patient reported that soletra deep brain stimulator system frequently turns off when passing through sensommatic eas gate and the patient programmer does not respond when close to the gate. No injury was reported. No report of device explanation.